Manufacturer narrative:
Add'l info: device manufacture date: (B)(4) 1994. The equipment was returned to haemonetics for eval on (B)(4) 2011. The sealer power supply, (B)(4) was evaluated. The sealer power supply operated correctly and no defect was found. The hand held sealing head, (B)(4) was found to be out of specification for resistance and phase angle. The jaws were found to be dirty and the equipment required maintenance. The equipment did not operate correctly, as an electrical arc was generated during operation. The jaws, jaw holder, and magnetic switch were replaced. The sealing head was damaged due to arcing, caused by contamination of the sealing region. After service, the equipment operated correctly. Cleaning instructions are covered in the manual as well as troubleshooting instructions for damaged jaw. Also, the manual contains a warning associated with arcing, which may lead to burns if the equipment is not cleaned and/or maintenance performed in accordance with (B)(4), manual revision (B)(4). This incident is due to failure to maintain the equipment.

Event description:
The nurse, while sealing a tube filled with saline solution, experienced pain while observing sparks between her forefinger and the sealing apparatus. A medical certificate from (B)(6) 2011 confirms a burn with pain diagnosis.